Event description:
Complainant alleged that while the device was sitting unused, it powered on by itself. Complainant's biomedical dept tested the device and found that the display screen was unreadable and the device would not charge or discharge with paddles or multifunction cable. Complainant indicated that there was no pt involvement in the reported failure.